Manufacturer narrative:
Investigation: no sample was returned for this event. The lot# is unknown so the DHR could not be confirmed. The root cause could not be determined and the complaint is unconfirmed.

Event description:
It was reported that 2 as lvp 20d low sorb ss 1.2m sets were blocked/occluded during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have IV tubing that some of the nurses put aside which wouldn¿t allow fluids past the filter."

Event description:
It was reported that 2 as lvp 20d low sorb ss 1.2m sets were blocked/occluded during use. This complaint was created to capture the 1st of 2 related incidents.the following information was provided by the initial reporter: "I have IV tubing that some of the nurses put aside which wouldn¿t allow fluids past the filter."

Manufacturer narrative:
Correction: additional information was provided by the customer, including two separate does. As a result, the initial MDR has been split into two separate mdrs to capture both event dates. This MDR captures the first event, and the following information has been corrected: b.3. Date of event: (B)(6) 2021. B.5. Describe event or problem: it was reported that 2 as lvp 20d low sorb ss 1.2m sets were blocked/occluded during use. This complaint was created to capture the 1st of 2 related incidents. D.2. Medical device lot#: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20105719. Medical device expiration date: 2023-10-06. Device manufacture date: 2020-10-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 as lvp 20d low sorb ss 1.2m sets from an unspecified lot, and 1 set from lot 20105719 were blocked/occluded during use. The following information was provided by the initial reporter: "I have IV tubing that some of the nurses put aside which wouldn't allow fluids past the filter."